Manufacturer narrative:
Sientra complaint case (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The device was returned with a shell failure and moderate yellowing of the gel. Signs of surgical instrument damage on the surface but not in the separation of the device which indicates this occurred from surgical instruments being used to remove the device. The device measured above astm standards for ultimate break force and ultimate elongation. Per the surgery provided note this was due to an injury sustained when patient was struck by a falling tree branch. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right-side CT indicated rupture.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left implant ruptured, discovered during surgery.